Manufacturer narrative:
Concomitant medical products: product ID: 8731, product type: catheter. (B)(4).

Event description:
On 10-05-2015, information was received from a via a health care professional via representative regarding a patient who was receiving morphine 10 mg/ml at a dose of 11.29 mg/day. The lot number, medical history, and concomitant medications were not obtainable. The implant date, (B)(6)-2011, was reported as approximate. A pump issues was identified due to a critical pump alarm. On (B)(6)-2015, the critical alarm started. An interrogation revealed a motor stall with the message of "stopped pump period may exceed tube set". The motor stall occurred on (B)(6)-2015 at 10:54 and the tube set message occurred on (B)(6)-2015 at 10:54. There was no exposure to a magnetic resonance imaging (MRI) scan and it did not seem that the patient was exposed to electromagnetic interference. The pump was updated/reprogrammed but the message "motor stall" remained and the patient experienced withdrawal. At the time of the report the patient's status was reported as alive-no injury. Oral medication was administered but the issue was not resolved at the time of the event. The current strategy for the patient was to decreased the morphine dose progressively "until not to use the pump anymore therefore the pump may not be changed" and in the end to remove the pump if possible. The pump was reported as implanted-out-of-service and not replaced. It was unknown if surgical intervention was planned or if the pump will be replaced. On (B)(6)-2015 further information was received indicating that the alarm was stopped. The logs from (B)(6)-2015 noted the stall and tube set (noted as (B)(6)-2015 at 10:42 and (B)(6)-2015 10:42, respectively) and the pump's active audible alarm was silenced on (B)(6)-2015. A "pca"(patient-controlled analgesia) was started and on (B)(6)-2015, the patient should replace "pca" by duragesic patches. As of (B)(6)-2015, the patient did not have withdrawal issues but she had pain related to a cauda equina syndrome. It was reported that the catheter tip was at a low spinal level and that an inflammatory mass was present. The surgeon did not intend to remove the inflammatory mass because the location was close to the nerve. The physician thought he would remove the pump but did not know when as this could take several weeks or months. A request was made to return the pump for analysis. Additional information has been requested regarding clarification of "pca", onset of and relation to a cauda equina syndrome, catheter tip report, catheter serial/lot number, and hospitalization but it was not available at the time of this report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 11-10-2015 the representative further clarified that the catheter tip at the low spinal level meant that the catheter tip had migrated as this was not the intended implant site. The low reservoir alarm had not yet occurred and the event did require hospitalization. The representative was attempting to obtain further information regarding the cauda equine syndrome and lot number of the catheter. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8731sc, lot# 0204955399, implanted: (B)(6) 2011, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
On 11-10-2015 further information was received from the health care provider via the representative which noted that the patient had a first back surgery, then the pump was implanted because of pain. The patient then had a second back surgery. An after the second surgery, the patient developed a cauda equine syndrome. Today, the physician cannot tell if this is related to the reported event or to the repeated back surgeries. In regards to the cauda equina syndrome pertaining to if there was persistent or permanent change, impairment, damage or disruption in the patient's body function/structure, physical activities and/or quality of life it was reported that today the patient has urinary disorders but she also has less pain and she did not want further surgeries, "yes." The catheter information was provided. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the health care provider via the representative, that with the interrogation on (B)(6)-2015, the programmer indicated that there was only 1 ml in the pump but on (B)(6) 2015 when they interrogated the pump 13.5 ml was noted. This was reported as confusing because the motor stall meant the pump did not work anymore but the volume data indicated that the pump was working. The nurse emptied the pump and found 17 ml. The low reservoir alarm was programmed at 1 ml and was expected to alarm on (B)(6)-2015. Should additional information be provided, a supplemental report will be filed.

Event description:
On (B)(6) 2015 additional information was received from the representative who reported that the product was still implanted in the patient even if it was not working. The physician did not know yet if the product would be explanted or not. Should additional information be received a supplemental report will be filed.